Manufacturer narrative:
Title: the austrian sacrocolpopexy registry: surgical techniques, perioperative safety, and complications. Source: journal of minimally invasive gynecology. Vol 28, no 4, april 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source, a study was performed to patients analyzing postoperative complications in patients who underwent sa crocolpopexy for symptomatic pelvic organ prolapse in centers in austria and switzerland. There were 401 patients in the study and complications included: bleeding and inability to secure the mesh to the sacrum. Blood transfusion and onversion to open procedure were required to resolve the issues. Vaginal, bladder and bowel injuries were not related to the device. Reoperations were not related to the device. Death due to aortic dissection was not related to the device. V-loc was used for peritoneal closure and was not related to any complications.